Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with unk strattice on (B)(6) 2015. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
On 26/sept/2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral hernia repair¿ and was implanted with strattice device on (B)(6) 2015. The patient underwent a "revision + injury (pain, recurrence, adhesions¿ on (B)(6) 2017. The form lists the conditions that were treated were ¿hernia¿ with approximate dates of treatment as (B)(6) 2015 and (B)(6) 2017. The ppf form also indicates the patient was implanted with a non-abbvie device, "bard ventrio st¿ during the (B)(6) 2017 procedure and underwent a procedure on (B)(6) 2018 for ¿implant and revision due to recurrence (adhesions). As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿emotional distress, erectile dysfunction due to pain, lengthy process, acute pain¿. No other information was provided.

Manufacturer narrative:
A review of the device history record for strattice lot sp100161 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. These are known potential adverse events addressed in the product labeling. A relationship between the strattice and these events could not be conclusively determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.